Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Customer stated that the blood glucose was 60 mg/dl and next day blood glucose was 50 mg/dl. Customer changed the basal rate from 0.5 to 0.2 but still getting 37 units daily. Customer stated that they were experiencing heroin. Auto mode feature was unknown. Customer reported that the insulin pump will not be returned for analysis.